Event description:
The pump was returned to the manufacturer for analysis; no info was provided. The manufacturer's device tracking system indicated that the pt expired. The hcp later reported that the cause of death was unknown. He also stated that the death was unrelated to the pump.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.